Event description:
The customer reported that the system had a loss of live images with only white images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced during the service call. The system was tested and found to be working and put back into service.